Manufacturer narrative:
Five opened probes were received. Sample #1 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. Sample #2 was visually inspected and found to be non-conforming with the inner cutter in the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and non-conforming for cut. Sample #2 was then disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and one other location along the cutter. Sample #3 was visually inspected and found to be non- conforming with dried white foreign material on the probe needle. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. Sample #4 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. Sample #5 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that four of the returned probes were functionally conforming. The evaluation confirms that one of the returned samples (sample #2) had a cut failure. The root cause for the cut failure is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as four of the returned probes were functionally confirming and it appears that the observed cut failure in ample #2 was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported six anterior vitrectomy probes had cutting issues (difficult to cut) during a cataract procedure. The condition of the aspiration was unknown. The procedure was completed after replacing with another one. There was no harm to the patient.